Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product revealed that the unit has power, but when set to voice or voice and tone modes the unit has no voice, only a clicking sound is heard and the nurse call does not come on at the nurse's s station. The led cover is pushed into the case, the rj11 pins and the vdc pin are corroded, the case door hinge is broken and a battery spring is bent. (B)(4).